Event description:
Meter was not powering on. Pt was using the correct test strips and the batteries were also installed correctly. The meter would still not turn on when the power button was pressed. Therefore, this issue was not resolved with troubleshooting. Pt did contacted a medical professional for advice since pt felt tired and a result of 79 mg/dl was provided as a test done on another meter. There is no adverse event reported. A replacement meter was sent to the pt.